Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was not going through customer¿s body and was under delivering. The customer¿s blood glucose level was 188 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed troubleshooting and there was insulin exited. The insulin pump and reservoir will not be returned for analysis.